Event description:
Received info stating that the customer's fill estimate was inaccurate with multiple cartridge. The customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.